Manufacturer narrative:
The returned device was evaluated. During inspection, a rattling sound was heard due to a broken plastic standoff and c200 which broke off of the system board. No product performance issue was identified, based on the investigation above, the customer complaint could not be (B)(6).

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the rad-8 is switching on and off. No consequences or impact to patient were reported.